Event description:
It was reported that an ilet user experienced postprandial hyperglycemia and intermittent hypoglycemia while frequently announcing meals as ¿more than¿ and conducting false or ¿ghost¿ meal announcements to correct glucose, contrary to training; the user requested retraining and guidance on a factory reset, and education on proper meal announcements and system adaptation was provided. Symptoms included anxiety and fatigue during a high glucose of 272 mg/dl and sweating with disorientation during a low glucose of 39 mg/dl. Outcomes included urgent low glucose and urgent low soon alerts, low glucose events, and rapid glucose decline alerts. Investigation included review of device data and user report, with coordination for additional training. Investigation of this case revealed use-related error due to incorrect meal announcements and use of meals as correction, which likely contributed to the hypoglycemia following a false meal announcement and variable postprandial control; device function was not reported to be defective. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence to use instructions.